Event description:
On july 14, 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests his blood glucose 4 times a day. He takes 80 or 90 units of lantus every morning regardless of his meter readings. He also takes set dosages of 70/30 insulin. Glucophage, and another unidentified pill every day regardless of his meter readings. In addition, the patient takes sliding-scale "r-insulin" based on his meter readings. The reporter indicated that the alleged meter issue started on ten days before. She admitted that water had spilled onto the meter. The patient did not take any actions related to diabetes treatment as a result of the alleged issue. During the time of concern, the patient "guessed" on how much sliding-scale "r-insulin" to take since he did not have a meter for testing his blood glucose. The last blood glucose result obtained by the patient before the issue began was around "264 mg/dl." The reading was taken earlier in the day of the same day. On an unspecified date/time after the alleged issue began, the patient reportedly developed symptoms of slurred speech and blurry vision. The reporter explained that the patient develops these symptoms whenever his blood glucose level exceeds 400 mg/dl. On three days later, the patient visited his doctor because of the symptoms. The patient's blood glucose was tested on a doctor's/clinic's meter and a result of "543 mg/dl" was obtained. The patient was treated with 90 units of lantus insulin and an unknown dosage of r-insulin." The patient was released from the clinic an hour later. The meter, test strips, and control solution were replaced. Although the reporter admitted misuse of the meter, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of hyperglycemia and received insulin treatment from a doctor after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.